Manufacturer narrative:
The customer reported that their AED will not power on and the asi is red. The pads and battery pack are not expired. Troubleshooting of the AED with the customer identified that the service code needed to be cleared. The AED is functioning as designed and can stay in service. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series aeds only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis.

Event description:
A customer reported that their AED battery was depleted. They reported that this did not occur during patient use.